Manufacturer narrative:
The sample was received for evaluation. Visual inspection identified a twist on the joint of tubing-bushing. Functional testing performed included clear passage and pressure testing. A leak was confirmed due to incorrect assembly of the tubing. The reported condition was verified. The cause was related to the assembly of the tubing during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the tubing of a nitroglycerin set. The process step is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.